Event description:
Event occurred regarding a primary plum set, where it was stated that the device had proximal occlusion. Drug involved is venofer. Status was during infusing. There was patient involvement. There was no patient harm.

Manufacturer narrative:
Investigation summary received one (1) used. List #146870489, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch connected to one (1) used. List #unknown, spiros with one (1) used. List #unknown, 0.9% sodium chloride 100ml bag for inspection. As received, a stickdown was observed. The stickdown was a fold over stickdown, typical of access at an angled entry. The set was attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test was performed using an ICU plum pump. An occlusion alarm was generated. The set was leak tested and a leak was observed. The clave was disassembled and a tear on the side of the seal was observed. The reported complaint of occlusion can be confirmed. The probable cause is due to access at an angled entry on the secondary port. The dfu states: access connectors straight on (without angled or sliding entry). The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.